Event description:
The company was notified that after the implant surgery the patient developed an infection. Surgery to explant the patient's device will be scheduled. Advanced bionics is in the process of gathering add'l information.